Manufacturer narrative:
Of the 49 allegations of a malfunction, 26 pumps were returned to animas and investigated. Of the investigated pumps, 20 were found to be malfunctioning due to cracks or scratches in the display screen. During investigation for unrelated complaints, there were 42 additional failures found.

Event description:
This report summarizes <noe> 49</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a damaged display issue. These reports were received from various sources. The patients associated with this allegation ranged from 4-69 years of age and between 25 and 205 pounds. Of the reported patients, 23 were male, 20 were female, and 1 was unknown.

Manufacturer narrative:
Device evaluation: in quarter 1 of 2019, there was 1 instance of damaged failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
In quarter 4 of 2018, there were 7 instances of damaged failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.